Event description:
The pt reported no longer hearing sound sensations after falling and hitting the head. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specifications. Explantation/reimplantation surgery was done in 2000. The healthcare professional has been informed that the explant device should be returned to cochlear ltd.